Manufacturer narrative:
D10: 180-11-48 - nv crown cup clsr hl w/ha 48mm group 1: (B)(6) 164-03-08 - element-stem, collared w/ha, std offset, sz 8: (B)(6) 01-032-03-3294 - universal cup, head, delta, 32mm, -4: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 65 yo female patient, who had an initial left tha, underwent a revision procedure approximately 6 years post the initial procedure. Pe wear + microparticle disease, pain during hip rotations reported. The cup with a model g7 50 prosthesis, with a ceramic-ceramic 32 l friction pair were replaced. The cystic areas were filled with bone graft. Intraoperative cultures are negative. Having followed a satisfactory evolution, he began ambulation 48 hours after surgery without complications and was discharged. Favorable evolution, satisfactory from an orthopedic standpoint; ambulation with two crutches indicated. No further information. Additional information received 2/20/2026: invoice related to the surgery performed on (B)(6) 2019 (medical record no. (B)(6) / cic no. (B)(6), including the product reference numbers and the corresponding lot/serial numbers. Implant register and traceability sheet for the revision surgery on (B)(6) 2025 (medical record no. (B)(6) / cic no. (B)(6), including the implant labels for the implanted material. Ref b076.1713.000.00 ceramic head 32mm l 12/14 cone sn: (B)(6). Material: bio ceramic. Suspect device(s): 130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups: (B)(6) concomitants: 180-11-48 - nv crown cup clsr hl w/ha 48mm group 1: (B)(6) 164-03-08 - element-stem, collared w/ha, std offset, sz 8: (B)(6) 01-032-03-3294 - universal cup, head, delta, 32mm, -4: (B)(6).